Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon revised a hip due to dislocation. The original surgery date was in 2009. During the revision he removed the head and liner and converted to mdm. He noted after removing the head there was some slight trunnionosis (minor black flake inside the head). It was an lfit head and accolade tmzf stem.